Manufacturer narrative:
The device was used in treatment and log files and case screenshots were not returned for investigation. Thus, visual and functional inspection could not be performed. It was reported that foot pedal stuck when painting the femur and tibia. The probe continued to take points after the foot pedal was released. The initial investigation found that the reported event is a known issue caused by the screen manipulation in conjunction with a foot pedal release. This causes the pedal to be virtually pressed without being physical pressed. Discussion with the reporter found that after instruction for recreating this issue, he was able to confirm that this was the issue. The probable cause of the issue was a software failure. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could be established.

Event description:
It was reported that during tka case footpedal seems to stick, especially when painting the femur and tibia and the probe continued to take points even after the foot pedal was released. Surgeon erased excess points and completed case.